Event description:
The customer's father felt that the insulin pump was overbolusing. Troubleshooting was performed, and it was found that the customer had been overriding the bolus wizard's insulin suggestions. However, the father did state that at times the insulin pump has delivered insulin on its own. The father understood that the buttons may have been pressed accidentally. Advised the father of the lock keypad feature, and to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.